Event description:
On (B)(6) 2012, it was reported that the all of the buttons on the pt's infusion device are w/o function. Sometimes his infusion device displays e8 (power interrupt). On (B)(6) 2012 the infusion device gave a vibration alert and then the display switched off. The pt then changed the battery. The pt does not feel that there are any issues with the insulin delivery of the infusion device. On (B)(6) 2012 the pt's blood glucose level was 50 mg/dl around 7:00am. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.